Event description:
Post procedure redness noted on the pt's lower back where the indifferent electrode pad had been placed. Three to four months later treated for 2nd degree burn. Skin graft required. Pt doing well.